Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and blood pressure increased ('increased blood pressure') in an adult female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal medical or surgical history. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2018, the patient experienced abdominal pain ("intense abdominal pain / increasing cramps-like abdominal pain"), diarrhoea ("loose stools"), nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2018, the patient experienced photopsia ("occasional flashes / flashing sensation"), 9 years 9 months after insertion of essure. On (B)(6) 2018, the patient experienced malaise ("general malaise"). On (B)(6) 2018, the patient experienced migraine ("menstrual migraine"). In (B)(6) 2018, the patient experienced headache ("headaches / holocranial headache") and dizziness ("dizziness"). On (B)(6) 2019, the patient experienced vision blurred ("blurred vision / loss of visual acuity"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("swollen abdomen"), back pain ("lower back pain"), pain in extremity ("lower extremities pain"), genital haemorrhage ("excessive bleeding"), allergy to metals ("allergy to germanium"), amenorrhoea ("amenorrhea disorders"), depression ("depression"), affect lability ("instability"), impaired driving ability ("driving difficulty"), hyperacusis ("hearing hypersensitivity"), alopecia ("hair loss"), hypoaesthesia ("leg numbness"), dysgeusia ("taste of metal in mouth"), stasis dermatitis ("ochre dermatitis"), aphthous ulcer ("canker sores") and swelling ("swelling") and was found to have blood pressure increased (seriousness criterion hospitalization). The patient was hospitalized on (B)(6) 2019. The patient was treated with diclofenac, metamizole magnesium (nolotil) and surgery (essure removal with total hysterectomy plus double salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, blood pressure increased, abdominal pain, abdominal distension, back pain, pain in extremity, genital haemorrhage, allergy to metals, amenorrhoea, headache, migraine, dizziness, depression, affect lability, impaired driving ability, vision blurred, photopsia, hyperacusis, alopecia, hypoaesthesia, dysgeusia, diarrhoea, nausea, vomiting, stasis dermatitis, aphthous ulcer, swelling and malaise outcome was unknown. The reporter considered abdominal distension, abdominal pain, affect lability, allergy to metals, alopecia, amenorrhoea, aphthous ulcer, back pain, blood pressure increased, depression, diarrhoea, dizziness, dysgeusia, genital haemorrhage, headache, hyperacusis, hypoaesthesia, impaired driving ability, malaise, migraine, nausea, pain in extremity, pelvic pain, photopsia, stasis dermatitis, swelling, vision blurred and vomiting to be related to essure. The reporter commented: the patient reports that during her menstrual cycle she suffers hypertensive crises. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging brain - on (B)(6) 2019: two small foci of increased signal intensity in periventricular white matter are visible. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female], pelvic diseases [pelvic inflammatory disease], increased blood pressure [increased blood pressure], hypertension [hypertension], headaches / tensional headaches increase with her menstruation [tension headaches], intense abdominal pain / increasing cramps-like abdominal pain [abdominal crampy pains], swollen abdomen [swollen abdomen], lower back pain [low back pain], lower extremities pain [pain of lower extremities], excessive bleeding [bleeding genital], allergy to germanium [allergy to metals], amenorrhea disorders [amenorrhea], headaches / holocranial headache [headache], menstrual migraine [menstrual migraine], dizziness [dizziness], depression [depression], instability [instability emotional], driving difficulty [impaired driving ability], blurred vision / loss of visual acuity [blurred vision], occasional flashes / flashing sensation [visual flashes], hearing hypersensitivity [sound sensitivity increased], hair loss [hair loss], leg numbness [numbness in leg], taste of metal in mouth [taste metallic], loose stools [loose stools], nausea [nausea], vomiting [vomiting], ochre dermatitis [ochre dermatitis], canker sores [canker sore], swelling [swelling nos], general malaise [general malaise], abscess of the vulva [vulval abscess], discomfort in her left iliac fossa [lower abdominal discomfort], migraine with aura [migraine with aura], bronchitis [bronchitis], dyspepsia [dyspepsia], tension headaches [tension headaches], hypertension [hypertension], kyphoscoliosis [kyphoscoliosis], rhinitis [rhinitis], hypertension [hypertension], headaches [headache], low back pain [low back pain], low back pain [low back pain], dyspepsia [dyspepsia], dyspepsia [dyspepsia], anxiety [anxiety], anxiety [anxiety], hypercholesterolaemia [hypercholesterolaemia], hypercholesterolaemia [hypercholesterolaemia], abdominal pain (dietary abuses) [abdominal pain], abdominal pain (dietary abuses) [abdominal pain], rhizarthrosis [rhizarthrosis], rhizarthrosis [rhizarthrosis], acute cystitis [acute cystitis], fibromyalgia [fibromyalgia], pelvic pain [pelvic pain female], dysuria [dysuria], hypogastric pain [hypogastric pain], yellow skin [yellow skin], mouth alcer [mouth ulcer], allergc reaction [allergic reaction nos], salpingitis [salpingitis], genital hemorrhage [genital hemorrhage], hypoesthesia [hypoesthesia], eye disorder [eye disorder], hot flush [hot flush], oral discomfort [oral discomfort], vaginal discharge [vaginal discharge], diarrhoea [diarrhoea], skin disorder [skin disorder], hypercholesterolemia [hypercholesterolemia], pelvic discomfort [pelvic discomfort], fibrosis [fibrosis]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of several episodes of pelvic pain ("pelvic pain"), blood pressure increased ("increased blood pressure"), several episodes of hypertension ("hypertension"), several episodes of tension headache ("headaches / tensional headaches increase with her menstruation" and "tension headaches") and pelvic inflammatory disease ("pelvic diseases") in a 44 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of migraine with aura in 2007 and sebaceous cyst, drug allergy (llergy to clamoxil (amoxicillin)/clarithromycin), cervicogenic headache, migraine, hypertension, uterine fibroid, smoker, kyphoscoliosis, pyelonephritis (during pregnancy), cystitis, uterine myoma, depression, anxiety, bronchitis, otitis, pain in cervical spine and low back pain. Smoker. Previously administered products included: iud nos and iud nos. Past adverse reactions to the above products included: hypermenorrhoea with iud nos and recurrent vaginitis with iud nos. Concurrent conditions were listed as kyphoscoliosis, onychomycosis, chronic fatigue syndrome, paresthesia, abscess jaw, carpal tunnel syndrome, toothache, allergic rhinitis, chest discomfort, panic disorder, dermatitis mycoid, keratosis, mammogram, dysuria, malaise, gastroenteritis, vomiting, nausea, abdominal pain, swelling, vulval abscess, blood pressure high, dizziness, alopecia, ankle sprain and pain ankle. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 871 days after essure insertion, she experienced amenorrhoea ("amenorrhea disorders"). On (B)(6) 2016 she experienced vulval abscess ("abscess of the vulva"). On (B)(6) 2016 she experienced a first episode of back pain ("lower back pain"), depression ("depression"), migraine with aura ("migraine with aura"), bronchitis ("bronchitis"), a first episode of dyspepsia ("dyspepsia"), a first episode of tension headache, a first episode of hypertension, kyphoscoliosis ("kyphoscoliosis") and rhinitis ("rhinitis"). In 2017 she experienced a second episode of hypertension, a first episode of headache ("headaches"), a second episode of back pain ("low back pain"), a second episode of dyspepsia ("dyspepsia"), a first episode of anxiety ("anxiety"), a first episode of hypercholesterolaemia ("hypercholesterolaemia"), a first episode of abdominal pain ("abdominal pain (dietary abuses)") and a first episode of osteoarthritis ("rhizarthrosis"). In (B)(6) 2018 she experienced abdominal crampy pains ("intense abdominal pain / increasing cramps-like abdominal pain"), loose stools ("loose stools"), nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2018 she experienced photopsia ("occasional flashes / flashing sensation"). On (B)(6) 2018 she experienced malaise ("general malaise"). On (B)(6) 2018 she experienced migraine ("menstrual migraine"). On (B)(6) 2018 she experienced a third episode of hypertension (seriousness criterion hospitalisation) and a second episode of tension headache (seriousness criterion hospitalisation). In (B)(6) 2018 she experienced a second episode of headache ("headaches / holocranial headache") and dizziness ("dizziness"). In 2018 she experienced a third episode of back pain ("low back pain"), a third episode of dyspepsia ("dyspepsia"), a second episode of anxiety ("anxiety"), a second episode of hypercholesterolaemia ("hypercholesterolaemia"), a second episode of abdominal pain ("abdominal pain (dietary abuses)") and a second episode of osteoarthritis ("rhizarthrosis"). On (B)(6) 2019 she experienced vision blurred ("blurred vision / loss of visual acuity"). On (B)(6) 2019 she experienced cystitis ("acute cystitis"). On (B)(6) 2019 she experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2019 she experienced a first episode of pelvic pain, dysuria ("dysuria") and abdominal pain lower ("hypogastric pain"). On unknown date she experienced a second episode of pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), abdominal distension ("swollen abdomen"), pain in extremity ("lower extremities pain"), bleeding genital ("excessive bleeding"), allergy to metals ("allergy to germanium"), affect lability ("instability"), impaired driving ability ("driving difficulty"), hyperacusis ("hearing hypersensitivity"), alopecia ("hair loss"), numbness in leg ("leg numbness"), dysgeusia ("taste of metal in mouth"), stasis dermatitis ("ochre dermatitis"), aphthous ulcer ("canker sores"), swelling ("swelling"), abdominal discomfort ("discomfort in her left iliac fossa"), yellow skin ("yellow skin"), mouth ulceration ("mouth alcer"), hypersensitivity ("allergc reaction"), salpingitis ("salpingitis"), genital hemorrhage ("genital hemorrhage"), hypoesthesia ("hypoesthesia"), eye disorder ("eye disorder"), hot flush ("hot flush"), oral discomfort ("oral discomfort"), vaginal discharge ("vaginal discharge"), diarrhoea ("diarrhoea"), skin disorder ("skin disorder"), hypercholesterolemia ("hypercholesterolemia"), pelvic discomfort ("pelvic discomfort"), fibrosis ("fibrosis") and pelvic inflammatory disease (seriousness criterion medically important) and was found to have blood pressure increased (seriousness criterion hospitalisation). The patient was hospitalised from (B)(6) 2018 to (B)(6) 2019, in (B)(6) 2019 for an unknown duration and from (B)(6) 2019 to (B)(6) 2019. The patient was treated with nolotil [metamizole magnesium], diclofenac, antidepressants, captopril, diazepam accord, buscapine (butylscopolamine bromide) and ondansetron (ondansetron hydrochloride) as well as surgery (essure removal with total hysterectomy plus double salpingectomy). At the time of the report, the outcomes for blood pressure increased, abdominal crampy pains, abdominal distension, pain in extremity, bleeding genital, allergy to metals, amenorrhoea, migraine, dizziness, depression, affect lability, impaired driving ability, vision blurred, photopsia, hyperacusis, alopecia, numbness in leg, dysgeusia, loose stools, nausea, vomiting, stasis dermatitis, aphthous ulcer, swelling, malaise, vulval abscess, abdominal discomfort, migraine with aura, bronchitis, kyphoscoliosis, rhinitis, cystitis, fibromyalgia, dysuria, abdominal pain lower, yellow skin, mouth ulceration, hypersensitivity, salpingitis, genital hemorrhage, hypoesthesia, eye disorder, hot flush, oral discomfort, vaginal discharge, diarrhoea, skin disorder, hypercholesterolemia, pelvic discomfort, fibrosis, the last episode of pelvic pain, the last episode of tension headache, the last episode of headache, the last episode of anxiety, the last episode of hypercholesterolaemia, the last episode of abdominal pain, the last episode of osteoarthritis, the last episode of hypertension, the last episode of back pain and the last episode of dyspepsia were unknown. The reporter considered abdominal discomfort, abdominal distension, the first episode of abdominal pain, abdominal crampy pains, the second episode of abdominal pain, abdominal pain lower, affect lability, allergy to metals, alopecia, amenorrhoea, the first episode of anxiety, the second episode of anxiety, aphthous ulcer, the first episode of back pain, the second episode of back pain, the third episode of back pain, blood pressure increased, bronchitis, cystitis, depression, loose stools, diarrhoea, dizziness, dysgeusia, the first episode of dyspepsia, the second episode of dyspepsia, the third episode of dyspepsia, dysuria, eye disorder, fibromyalgia, fibrosis, bleeding genital, genital hemorrhage, the first episode of headache, the second episode of headache, hot flush, hyperacusis, the first episode of hypercholesterolaemia, the second episode of hypercholesterolaemia, hypercholesterolemia, hypersensitivity, the first episode of hypertension, the second episode of hypertension, the third episode of hypertension, numbness in leg, hypoesthesia, impaired driving ability, kyphoscoliosis, malaise, migraine, migraine with aura, mouth ulceration, nausea, oral discomfort, the first episode of osteoarthritis, the second episode of osteoarthritis, pain in extremity, pelvic discomfort, the first episode of pelvic pain, the second episode of pelvic pain, photopsia, rhinitis, salpingitis, skin disorder, stasis dermatitis, swelling, the first episode of tension headache, the second episode of tension headache, vaginal discharge, vision blurred, vomiting, vulval abscess and yellow skin to be related to essure administration. The reporter commented: the patient reports that during her menstrual cycle she suffers hypertensive crises. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2019: she tested positive for germanium [blood pressure measurement] in 2019: of her high blood pressure (hbp) levels both during her periods and otherwise [hysterosalpingogram] on (B)(6) 2019: bilateral tubal occlusion [magnetic resonance imaging head] on (B)(6) 2019: two small foci of increased signal intensity in periventricular white matter are visible. She was diagnosed with chronic migraine with visual aura.; on (B)(6) 2019: we did not identify abnormal uptake after administration of contrast in foci of increased signal intensity in bilateral periventricular location described in a previous study. No other areas of abnormal contrast uptake are observed. Dural sinuses are permeable, with no signs of thrombosis of the same. No morphological alterations in cavernous sinuses. Hospital discharge. [Pathology test] on (B)(6) 2019: anteverted uterus with thin endometrium. Two intramural myomas: one on the bottom of 25 x 25 mm and the other on the posterior wall of 20 mm. Normal attachments. No free liquid. Essure devices well positioned. The patient and her partner reported wanting the extraction of the essure devices, after long explanations about the surgery, risks and complications, the patient opted for total hysterectomy and laparoscopic double adnexectomy. Signs informed consent for laparoscopic total hysterectomy and double adnexectomy. Total hysterectomy + bilateral salpingectomy was performed laparoscopically with ovarian conservation. Chronic salpingitis and luminal fibrosis and segmental luminal, uterine leiomyomas. Hypoactive proliferative endometrium and mild lymphoplasmacytic inflammatory infiltrate. Essure devices withdrawn. Description macroscopy: verified patient identifiers. Total hysterectomy piece plus double salpingectomy weighing 55 gr and its dimensions are 7 x 4 x 3.5 cm without presenting any distortion. The cervix shows a usual appearance. On hemi section, a patent endocervical canal was observed, an endometrial cavity covered by a non-thickened endometrium, and a myometrium of maximum thickness of 1.8 cm. Myomatous formation of 1.7 cm in the uterine fundus and another of 2.2 cm subserosa with disruption of the same. Essure-type helical intrauterabal devices were identified, as well as bilateral luminal fibrous obliteration. The fallopian tubes have a maximum length of 6 cm. Ip/10c diagnosis: uterus (total hysterectomy plus double salpingectomy). Chronic salpingitis and segmental luminal and intrafallopian fibrosis. Uterine leiomyoma. Hypoactive proliferative endometrium and mild lymphoplasmacytic inflammatory infiltrate.; on (B)(6) 2019: chronic salpingitis and segmental intratubal fibrosis; uterine leiomyomas; hypoactive proliferative endometrium and mild inflammatory lymphoplasmacytic infiltrate; intratubal essure devices were collected. [Ultrasound scan] on (B)(6) 2011: normal pelvic exam, dysfunctional amenorrhoea; on (B)(6) 2012: 12 mm myoma; on (B)(6) 2016: essure devices are normally inserted, myoma; on (B)(6) 2018: terus in anteverse-flexion with thin endometrium. 2 intramural myomas, one on the bottom of 25 x 25 mm and the other on the posterior wall of 20 mm. Normal attachments. Not ii. Essure device normo inserted are visualized.; in 2019: essure devices are normally inserted. Myomas. Normal adnexa. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 09-mar-2026: medical record received. Lab data including surgical pathology report were added. Medical history, concomitant conditions & treatment drugs were added. Additional reporters were added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of blood pressure increased ('increased blood pressure'), multiple episodes of pelvic pain ('pelvic pain'), multiple episodes of hypertension ('hypertension') and multiple episodes of headache ('headaches / holocranial headache', 'headaches / tensional headaches increase with her menstruation', 'headaches') in a 44-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine with aura in 2007, back pain, pain in cervical spine, otitis, bronchitis, anxiety, depression, myoma, cystitis and pyelonephritis (during pregnancy). Smoker. Previously administered products included for an unreported indication: iud in 2007 and iud in 2007. Past adverse reactions to the above products included heavy menstrual bleeding with iud; and vaginal infection with iud. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced amenorrhoea ("amenorrhea disorders"), 2 years 4 months after insertion of essure. On (B)(6) 2016, the patient experienced vulval abscess ("abscess of the vulva"). On (B)(6) 2016, the patient experienced the first episode of back pain ("lower back pain"), depression ("depression"), migraine with aura ("migraine with aura"), bronchitis ("bronchitis"), the first episode of dyspepsia ("dyspepsia"), tension headache ("tension headaches"), the first episode of hypertension ("hypertension"), kyphoscoliosis ("kyphoscoliosis") and rhinitis ("rhinitis"). In 2017, the patient experienced the second episode of hypertension ("hypertension"), the first episode of headache ("headaches"), the second episode of back pain ("low back pain"), the second episode of dyspepsia ("dyspepsia"), the first episode of anxiety ("anxiety"), the first episode of hypercholesterolaemia ("hypercholesterolaemia"), the first episode of abdominal pain ("abdominal pain (dietary abuses)") and the first episode of osteoarthritis ("rhizarthrosis"). In (B)(6) 2018, the patient experienced abdominal crampy pains ("intense abdominal pain / increasing cramps-like abdominal pain"), diarrhoea ("loose stools"), nausea ("nausea") and vomiting ("vomiting"). In 2018, the patient experienced the third episode of back pain ("low back pain"), the third episode of dyspepsia ("dyspepsia"), the second episode of anxiety ("anxiety"), the second episode of hypercholesterolaemia ("hypercholesterolaemia"), the second episode of abdominal pain ("abdominal pain (dietary abuses)") and the second episode of osteoarthritis ("rhizarthrosis"). On (B)(6) 2018, the patient experienced photopsia ("occasional flashes / flashing sensation"). On (B)(6) 2018, the patient experienced malaise ("general malaise"). On (B)(6) 2018, the patient experienced migraine ("menstrual migraine"). In (B)(6) 2018, the patient experienced the second episode of headache ("headaches / holocranial headache") and dizziness ("dizziness"). On (B)(6) 2018, the patient experienced the third episode of hypertension (seriousness criterion hospitalization) and the third episode of headache (seriousness criterion hospitalization). On (B)(6) 2019, the patient experienced vision blurred ("blurred vision / loss of visual acuity"). On (B)(6) 2019, the patient experienced cystitis ("acute cystitis"). On (B)(6) 2019, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2019, the patient experienced the first episode of pelvic pain ("pelvic pain"), dysuria ("dysuria") and hypogastric pain ("hypogastric pain"). On an unknown date, the patient experienced the second episode of pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal distension ("swollen abdomen"), pain in extremity ("lower extremities pain"), genital haemorrhage ("excessive bleeding"), allergy to metals ("allergy to germanium"), affect lability ("instability"), impaired driving ability ("driving difficulty"), hyperacusis ("hearing hypersensitivity"), alopecia ("hair loss"), hypoaesthesia ("leg numbness"), dysgeusia ("taste of metal in mouth"), stasis dermatitis ("ochre dermatitis"), aphthous ulcer ("canker sores"), swelling ("swelling") and abdominal pain lower ("discomfort in her left iliac fossa") and was found to have blood pressure increased (seriousness criterion hospitalization). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2019 , on (B)(6) 2019 and then from (B)(6) 2019 to (B)(6) 2019. The patient was treated with antidepressants, diclofenac, metamizole magnesium (nolotil) and surgery (essure removal with total hysterectomy plus double salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the last episode of pelvic pain, blood pressure increased, the last episode of hypertension, the last episode of headache, abdominal crampy pains, abdominal distension, pain in extremity, genital haemorrhage, allergy to metals, amenorrhoea, migraine, dizziness, depression, affect lability, impaired driving ability, vision blurred, photopsia, hyperacusis, alopecia, hypoaesthesia, dysgeusia, diarrhoea, nausea, vomiting, stasis dermatitis, aphthous ulcer, swelling, malaise, vulval abscess, abdominal pain lower, migraine with aura, bronchitis, tension headache, kyphoscoliosis, rhinitis, the last episode of back pain, the last episode of dyspepsia, the last episode of anxiety, the last episode of hypercholesterolaemia, the last episode of abdominal pain, the last episode of osteoarthritis, cystitis, fibromyalgia, dysuria and hypogastric pain outcome was unknown. The reporter considered abdominal distension, affect lability, allergy to metals, alopecia, amenorrhoea, aphthous ulcer, blood pressure increased, bronchitis, cystitis, depression, diarrhoea, dizziness, dysgeusia, dysuria, fibromyalgia, genital haemorrhage, hyperacusis, hypoaesthesia, hypogastric pain, impaired driving ability, kyphoscoliosis, malaise, migraine, migraine with aura, nausea, pain in extremity, photopsia, rhinitis, stasis dermatitis, swelling, tension headache, vision blurred, vomiting, vulval abscess, the first episode of abdominal pain, the first episode of anxiety, the first episode of back pain, the first episode of dyspepsia, the first episode of headache, the first episode of hypercholesterolaemia, the first episode of hypertension, the first episode of osteoarthritis, the first episode of pelvic pain, abdominal crampy pains, abdominal pain lower, the second episode of anxiety, the second episode of back pain, the second episode of dyspepsia, the second episode of headache, the second episode of hypercholesterolaemia, the second episode of hypertension, the second episode of osteoarthritis, the second episode of pelvic pain, the second episode of abdominal pain, the third episode of back pain, the third episode of dyspepsia, the third episode of headache and the third episode of hypertension to be related to essure. The reporter commented: the patient reports that during her menstrual cycle she suffers hypertensive crises. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: she tested positive for germanium. Blood pressure measurement - in 2019: of her high blood pressure (hbp) levels both during her periods and otherwise. Hysterosalpingogram - on (B)(6) 2019: bilateral tubal occlusion. Magnetic resonance imaging head - on (B)(6) 2019: two small foci of increased signal intensity in periventricular white matter are visible. She was diagnosed with chronic migraine with visual aura.. Pathology test - on (B)(6) 2019: - chronic salpingitis and segmental intratubal fibrosis; - uterine leiomyomas; - hypoactive proliferative endometrium and mild inflammatory lymphoplasmacytic infiltrate; - intratubal essure devices were collected.. Ultrasound scan - on (B)(6) 2011: normal pelvic exam, dysfunctional amenorrhoea; on (B)(6) 2012: 12 mm myoma; on (B)(6) 2016: essure devices are normally inserted, myoma; in 2019: essure devices are normally inserted. Myomas. Normal adnexa. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2021: new information was received through medical records: patient´s date of birth, historical drug and treatment drug, lab datas, onset date of amenorrhea and new adverse events: vulval abscess, abdominal pain lower, migraine with aura, bronchitis, dyspepsia, tension headaches, hypertension, kyphoscoliosis, rhinitis, episodes of hypertension (with hospitalization), episodes of headaches (with hospitalization), episodes of back pain, dyspepsia, anxiety, hypercholesterolemia, abdominal pain, osteoarthritis, cystitis, fibromyalgia, pelvic pain, dysuria and abdominal pain lower. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and blood pressure increased ('increased blood pressure') in an adult female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal medical or surgical history. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2018, the patient experienced abdominal pain ("intense abdominal pain / increasing cramps-like abdominal pain"), diarrhoea ("loose stools"), nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2018, the patient experienced photopsia ("occasional flashes / flashing sensation"), 9 years 9 months after insertion of essure. On (B)(6) 2018, the patient experienced malaise ("general malaise"). On (B)(6) 2018, the patient experienced migraine ("menstrual migraine"). In (B)(6) 2018, the patient experienced headache ("headaches / holocranial headache") and dizziness ("dizziness"). On (B)(6) 2019, the patient experienced vision blurred ("blurred vision / loss of visual acuity"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("swollen abdomen"), back pain ("lower back pain"), pain in extremity ("lower extremities pain"), genital haemorrhage ("excessive bleeding"), allergy to metals ("allergy to germanium"), amenorrhoea ("amenorrhea disorders"), depression ("depression"), affect lability ("instability"), impaired driving ability ("driving difficulty"), hyperacusis ("hearing hypersensitivity"), alopecia ("hair loss"), hypoaesthesia ("leg numbness"), dysgeusia ("taste of metal in mouth"), stasis dermatitis ("ochre dermatitis"), aphthous ulcer ("canker sores") and swelling ("swelling") and was found to have blood pressure increased (seriousness criterion hospitalization). The patient was hospitalized on (B)(6) 2019. The patient was treated with diclofenac, metamizole magnesium (nolotil) and surgery (essure removal with total hysterectomy plus double salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, blood pressure increased, abdominal pain, abdominal distension, back pain, pain in extremity, genital haemorrhage, allergy to metals, amenorrhoea, headache, migraine, dizziness, depression, affect lability, impaired driving ability, vision blurred, photopsia, hyperacusis, alopecia, hypoaesthesia, dysgeusia, diarrhoea, nausea, vomiting, stasis dermatitis, aphthous ulcer, swelling and malaise outcome was unknown. The reporter considered abdominal distension, abdominal pain, affect lability, allergy to metals, alopecia, amenorrhoea, aphthous ulcer, back pain, blood pressure increased, depression, diarrhoea, dizziness, dysgeusia, genital haemorrhage, headache, hyperacusis, hypoaesthesia, impaired driving ability, malaise, migraine, nausea, pain in extremity, pelvic pain, photopsia, stasis dermatitis, swelling, vision blurred and vomiting to be related to essure. The reporter commented: the patient reports that during her menstrual cycle she suffers hypertensive crises. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging brain - on (B)(6) 2019: two small foci of increased signal intensity in periventricular white matter are visible. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-mar-2021: ha number added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of several episodes of pelvic pain ("pelvic pain"), blood pressure increased ("increased blood pressure"), several episodes of hypertension ("hypertension") and several episodes of tension headache ("headaches/tensional headaches increase with her menstruation" and "tension headaches") in a 44 year-old female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. The patient had a medical history of migraine with aura in 2007 and uterine fibroid, smoker, kyphoscoliosis, pyelonephritis (during pregnancy), cystitis, uterine myoma, depression, anxiety, bronchitis, otitis, pain in cervical spine and low back pain. Smoker. Previously administered products included: iud nos and iud nos. Past adverse reactions to the above products included: hypermenorrhoea with iud nos and recurrent vaginitis with iud nos. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 871 days after essure insertion, she experienced amenorrhoea ("amenorrhea disorders"). On (B)(6) 2016, she experienced vulval abscess ("abscess of the vulva"). On (B)(6) 2016, she experienced a first episode of back pain ("lower back pain"), depression ("depression"), migraine with aura ("migraine with aura"), bronchitis ("bronchitis"), a first episode of dyspepsia ("dyspepsia"), a first episode of tension headache, a first episode of hypertension, kyphoscoliosis ("kyphoscoliosis") and rhinitis ("rhinitis"). In 2017, she experienced a second episode of hypertension, a first episode of headache ("headaches"), a second episode of back pain ("low back pain"), a second episode of dyspepsia ("dyspepsia"), a first episode of anxiety ("anxiety"), a first episode of hypercholesterolaemia ("hypercholesterolaemia"), a first episode of abdominal pain ("abdominal pain (dietary abuses)") and a first episode of osteoarthritis ("rhizarthrosis"). In (B)(6) 2018, she experienced abdominal crampy pains ("intense abdominal pain/increasing cramps-like abdominal pain"), diarrhoea ("loose stools"), nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2018, she experienced photopsia ("occasional flashes / flashing sensation"). On (B)(6) 2018, she experienced malaise ("general malaise"). On (B)(6) 2018, she experienced migraine ("menstrual migraine"). On (B)(6) 2018, she experienced a third episode of hypertension (seriousness criterion hospitalisation) and a second episode of tension headache (seriousness criterion hospitalisation). In (B)(6) 2018, she experienced a second episode of headache ("headaches/holocranial headache") and dizziness ("dizziness"). In 2018, she experienced a third episode of back pain ("low back pain"), a third episode of dyspepsia ("dyspepsia"), a second episode of anxiety ("anxiety"), a second episode of hypercholesterolaemia ("hypercholesterolaemia"), a second episode of abdominal pain ("abdominal pain (dietary abuses)") and a second episode of osteoarthritis ("rhizarthrosis"). On (B)(6) 2019, she experienced vision blurred ("blurred vision/loss of visual acuity"). On (B)(6) 2019, she experienced cystitis ("acute cystitis"). On (B)(6) 2019, she experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2019, she experienced a first episode of pelvic pain, dysuria ("dysuria") and abdominal pain lower ("hypogastric pain"). An unknown time later she experienced a second episode of pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), abdominal distension ("swollen abdomen"), pain in extremity ("lower extremities pain"), genital haemorrhage ("excessive bleeding"), allergy to metals ("allergy to germanium"), affect lability ("instability"), impaired driving ability ("driving difficulty"), hyperacusis ("hearing hypersensitivity"), alopecia ("hair loss"), hypoaesthesia ("leg numbness"), dysgeusia ("taste of metal in mouth"), stasis dermatitis ("ochre dermatitis"), aphthous ulcer ("canker sores"), swelling ("swelling"), abdominal discomfort ("discomfort in her left iliac fossa"), yellow skin ("yellow skin"), mouth ulceration ("mouth alcer") and hypersensitivity ("allergc reaction") and was found to have blood pressure increased (seriousness criterion hospitalisation). The patient was hospitalised from (B)(6) 2018 to (B)(6) 2019, in (B)(6) 2019, for an unknown duration and from (B)(6) 2019 to (B)(6) 2019. The patient was treated with nolotil [metamizole magnesium], diclofenac and antidepressants as well as surgery (essure removal with total hysterectomy plus double salpingectomy). At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered abdominal discomfort, abdominal distension, the first episode of abdominal pain, abdominal crampy pains, the second episode of abdominal pain, abdominal pain lower, affect lability, allergy to metals, alopecia, amenorrhoea, the first episode of anxiety, the second episode of anxiety, aphthous ulcer, the first episode of back pain, the second episode of back pain, the third episode of back pain, blood pressure increased, bronchitis, cystitis, depression, diarrhoea, dizziness, dysgeusia, the first episode of dyspepsia, the second episode of dyspepsia, the third episode of dyspepsia, dysuria, fibromyalgia, genital haemorrhage, the first episode of headache, the second episode of headache, hyperacusis, the first episode of hypercholesterolaemia, the second episode of hypercholesterolaemia, hypersensitivity, the first episode of hypertension, the second episode of hypertension, the third episode of hypertension, hypoaesthesia, impaired driving ability, kyphoscoliosis, malaise, migraine, migraine with aura, mouth ulceration, nausea, the first episode of osteoarthritis, the second episode of osteoarthritis, pain in extremity, the first episode of pelvic pain, the second episode of pelvic pain, photopsia, rhinitis, stasis dermatitis, swelling, the first episode of tension headache, the second episode of tension headache, vision blurred, vomiting, vulval abscess and yellow skin to be related to essure administration. The reporter commented: the patient reports that during her menstrual cycle she suffers hypertensive crises. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2019: she tested positive for germanium. [Blood pressure measurement] in 2019: of her high blood pressure (hbp) levels both during her periods and otherwise. [Hysterosalpingogram] on (B)(6) 2019: bilateral tubal occlusion. [Magnetic resonance imaging head] on (B)(6) 2019: two small foci of increased signal intensity in periventricular white matter are visible. She was diagnosed with chronic migraine with visual aura. [Pathology test] on (B)(6) 2019: chronic salpingitis and segmental intratubal fibrosis; uterine leiomyomas; hypoactive proliferative endometrium and mild inflammatory lymphoplasmacytic infiltrate; intratubal essure devices were collected. [Ultrasound scan] on (B)(6) 2011: normal pelvic exam, dysfunctional amenorrhoea; on (B)(6) 2012: 12 mm myoma; on (B)(6) 2016: essure devices are normally inserted, myoma; in 2019: essure devices are normally inserted. Myomas. Normal adnexa. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 18-may-2023: events yellow skin , mouth alcer & allergc reaction were added, medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] . Increased blood pressure [increased blood pressure] . Hypertension [hypertension] . Headaches / tensional headaches increase with her menstruation [tension headaches] . Intense abdominal pain / increasing cramps-like abdominal pain [abdominal crampy pains] . Swollen abdomen [swollen abdomen] . Lower back pain [low back pain] . Lower extremities pain [pain of lower extremities] . Excessive bleeding [bleeding genital] . Allergy to germanium [allergy to metals] . Amenorrhea disorders [amenorrhea] . Headaches / holocranial headache [headache] . Menstrual migraine [menstrual migraine] . Dizziness [dizziness] . Depression [depression] . Instability [instability emotional] . Driving difficulty [impaired driving ability] . Blurred vision / loss of visual acuity [blurred vision] . Occasional flashes / flashing sensation [visual flashes] . Hearing hypersensitivity [sound sensitivity increased] . Hair loss [hair loss] . Leg numbness [numbness in leg] . Taste of metal in mouth [taste metallic] . Loose stools [loose stools] nausea [nausea] . Vomiting [vomiting] . Ochre dermatitis [ochre dermatitis]. Canker sores [canker sore]. Swelling [swelling nos]. General malaise [general malaise]. Abscess of the vulva [vulval abscess]. Discomfort in her left iliac fossa [lower abdominal discomfort] . Migraine with aura [migraine with aura] . Bronchitis [bronchitis] . Dyspepsia [dyspepsia]. Tension headaches [tension headaches] . Hypertension [hypertension] . Kyphoscoliosis [kyphoscoliosis] . Rhinitis [rhinitis] . Hypertension [hypertension] . Headaches [headache] . Low back pain [low back pain] . Low back pain [low back pain] . Dyspepsia [dyspepsia] . Dyspepsia [dyspepsia]. Anxiety [anxiety] . Anxiety [anxiety] . Hypercholesterolaemia [hypercholesterolaemia] . Hypercholesterolaemia [hypercholesterolaemia] . Abdominal pain (dietary abuses) [abdominal pain]. Abdominal pain (dietary abuses) [abdominal pain] . Rhizarthrosis [rhizarthrosis] . Rhizarthrosis [rhizarthrosis] . Acute cystitis [acute cystitis] . Fibromyalgia [fibromyalgia] . Pelvic pain [pelvic pain female] . Dysuria [dysuria] . Hypogastric pain [hypogastric pain] . Yellow skin [yellow skin]. Mouth alcer [mouth ulcer] . Allergc reaction [allergic reaction nos] . Salpingitis [salpingitis] . Genital hemorrhage [genital hemorrhage]. Hypoesthesia [hypoesthesia] . Eye disorder [eye disorder] . Hot flush [hot flush] . Oral discomfort [oral discomfort] . Vaginal discharge [vaginal discharge] . Diarrhoea [diarrhoea] . Skin disorder [skin disorder] . Hypercholesterolemia [hypercholesterolemia] . Pelvic discomfort [pelvic discomfort] . Fibrosis [fibrosis] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of several episodes of pelvic pain ("pelvic pain"), blood pressure increased ("increased blood pressure"), several episodes of hypertension ("hypertension") and several episodes of tension headache ("headaches / tensional headaches increase with her menstruation" and "tension headaches") in a 44 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of migraine with aura in 2007 and uterine fibroid, smoker, kyphoscoliosis, pyelonephritis (during pregnancy), cystitis, uterine myoma, depression, anxiety, bronchitis, otitis, pain in cervical spine and low back pain. Smoker. Previously administered products included: iud nos and iud nos. Past adverse reactions to the above products included: hypermenorrhoea with iud nos and recurrent vaginitis with iud nos. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 871 days after essure insertion, she experienced amenorrhoea ("amenorrhea disorders"). On (B)(6) 2016 she experienced vulval abscess ("abscess of the vulva"). On (B)(6) 2016 she experienced a first episode of back pain ("lower back pain"), depression ("depression"), migraine with aura ("migraine with aura"), bronchitis ("bronchitis"), a first episode of dyspepsia ("dyspepsia"), a first episode of tension headache, a first episode of hypertension, kyphoscoliosis ("kyphoscoliosis") and rhinitis ("rhinitis"). In 2017 she experienced a second episode of hypertension, a first episode of headache ("headaches"), a second episode of back pain ("low back pain"), a second episode of dyspepsia ("dyspepsia"), a first episode of anxiety ("anxiety"), a first episode of hypercholesterolaemia ("hypercholesterolaemia"), a first episode of abdominal pain ("abdominal pain (dietary abuses)") and a first episode of osteoarthritis ("rhizarthrosis"). In (B)(6) 2018 she experienced abdominal crampy pains ("intense abdominal pain / increasing cramps-like abdominal pain"), loose stools ("loose stools"), nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2018 she experienced photopsia ("occasional flashes / flashing sensation"). On (B)(6) 2018 she experienced malaise ("general malaise"). On (B)(6) 2018 she experienced migraine ("menstrual migraine"). On (B)(6) 2018 she experienced a third episode of hypertension (seriousness criterion hospitalisation) and a second episode of tension headache (seriousness criterion hospitalisation). In december 2018 she experienced a second episode of headache ("headaches / holocranial headache") and dizziness ("dizziness"). In 2018 she experienced a third episode of back pain ("low back pain"), a third episode of dyspepsia ("dyspepsia"), a second episode of anxiety ("anxiety"), a second episode of hypercholesterolaemia ("hypercholesterolaemia"), a second episode of abdominal pain ("abdominal pain (dietary abuses)") and a second episode of osteoarthritis ("rhizarthrosis"). On (B)(6) 2019 she experienced vision blurred ("blurred vision / loss of visual acuity"). On (B)(6) 2019 she experienced cystitis ("acute cystitis"). On (B)(6) 2019 she experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2019 she experienced a first episode of pelvic pain, dysuria ("dysuria") and abdominal pain lower ("hypogastric pain"). On unknown date she experienced a second episode of pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), abdominal distension ("swollen abdomen"), pain in extremity ("lower extremities pain"), bleeding genital ("excessive bleeding"), allergy to metals ("allergy to germanium"), affect lability ("instability"), impaired driving ability ("driving difficulty"), hyperacusis ("hearing hypersensitivity"), alopecia ("hair loss"), numbness in leg ("leg numbness"), dysgeusia ("taste of metal in mouth"), stasis dermatitis ("ochre dermatitis"), aphthous ulcer ("canker sores"), swelling ("swelling"), abdominal discomfort ("discomfort in her left iliac fossa"), yellow skin ("yellow skin"), mouth ulceration ("mouth alcer"), hypersensitivity ("allergc reaction"), salpingitis ("salpingitis"), genital hemorrhage ("genital hemorrhage"), hypoesthesia ("hypoesthesia"), eye disorder ("eye disorder"), hot flush ("hot flush"), oral discomfort ("oral discomfort"), vaginal discharge ("vaginal discharge"), diarrhoea ("diarrhoea"), skin disorder ("skin disorder"), hypercholesterolemia ("hypercholesterolemia"), pelvic discomfort ("pelvic discomfort") and fibrosis ("fibrosis") and was found to have blood pressure increased (seriousness criterion hospitalisation). The patient was hospitalised from (B)(6) 2018 to (B)(6) 2019, in (B)(6) 2019 for an unknown duration and from (B)(6) 2019 to (B)(6) 2019. The patient was treated with nolotil [metamizole magnesium], diclofenac and antidepressants as well as surgery (essure removal with total hysterectomy plus double salpingectomy). At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered abdominal discomfort, abdominal distension, the first episode of abdominal pain, abdominal crampy pains, the second episode of abdominal pain, abdominal pain lower, affect lability, allergy to metals, alopecia, amenorrhoea, the first episode of anxiety, the second episode of anxiety, aphthous ulcer, the first episode of back pain, the second episode of back pain, the third episode of back pain, blood pressure increased, bronchitis, cystitis, depression, loose stools, diarrhoea, dizziness, dysgeusia, the first episode of dyspepsia, the second episode of dyspepsia, the third episode of dyspepsia, dysuria, eye disorder, fibromyalgia, fibrosis, bleeding genital, genital hemorrhage, the first episode of headache, the second episode of headache, hot flush, hyperacusis, the first episode of hypercholesterolaemia, the second episode of hypercholesterolaemia, hypercholesterolemia, hypersensitivity, the first episode of hypertension, the second episode of hypertension, the third episode of hypertension, numbness in leg, hypoesthesia, impaired driving ability, kyphoscoliosis, malaise, migraine, migraine with aura, mouth ulceration, nausea, oral discomfort, the first episode of osteoarthritis, the second episode of osteoarthritis, pain in extremity, pelvic discomfort, the first episode of pelvic pain, the second episode of pelvic pain, photopsia, rhinitis, salpingitis, skin disorder, stasis dermatitis, swelling, the first episode of tension headache, the second episode of tension headache, vaginal discharge, vision blurred, vomiting, vulval abscess and yellow skin to be related to essure administration. The reporter commented: the patient reports that during her menstrual cycle she suffers hypertensive crises. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2019: she tested positive for germanium. [Blood pressure measurement] in 2019: of her high blood pressure (hbp) levels both during her periods and otherwise. [Hysterosalpingogram] on (B)(6) 2019: bilateral tubal occlusion. [Magnetic resonance imaging head] on 03-jan-2019: two small foci of increased signal intensity in periventricular white matter are visible. She was diagnosed with chronic migraine with visual aura. [Pathology test] on (B)(6) 2019: - chronic salpingitis and segmental intratubal fibrosis. Uterine leiomyomas. Hypoactive proliferative endometrium and mild inflammatory lymphoplasmacytic infiltrate. Intratubal essure devices were collected. [Ultrasound scan] on (B)(6) 2011: normal pelvic exam, dysfunctional amenorrhoea; on (B)(6) 2012: 12 mm myoma; on (B)(6) 2016: essure devices are normally inserted, myoma; in 2019: essure devices are normally inserted. Myomas. Normal adnexa. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 09-mar-2026: upon internal review argus cases (B)(4)are found to be duplicate of each other therefore argus case (B)(4) needs to be nullified from argus database. All source documents, references & all relevant information have been transferred to retention case. (Legacy device number 2951250-2023-03415). Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and blood pressure increased ('increased blood pressure') in an adult female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal medical or surgical history. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2018, the patient experienced abdominal pain ("intense abdominal pain / increasing cramps-like abdominal pain"), diarrhoea ("loose stools"), nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2018, the patient experienced photopsia ("occasional flashes / flashing sensation"), 9 years 9 months after insertion of essure. On (B)(6) 2018, the patient experienced malaise ("general malaise"). On (B)(6) 2018, the patient experienced migraine ("menstrual migraine"). In (B)(6) 2018, the patient experienced headache ("headaches / holocranial headache") and dizziness ("dizziness"). On (B)(6) 2019, the patient experienced vision blurred ("blurred vision / loss of visual acuity"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("swollen abdomen"), back pain ("lower back pain"), pain in extremity ("lower extremities pain"), genital haemorrhage ("excessive bleeding"), allergy to metals ("allergy to germanium"), amenorrhoea ("amenorrhea disorders"), depression ("depression"), affect lability ("instability"), impaired driving ability ("driving difficulty"), hyperacusis ("hearing hypersensitivity"), alopecia ("hair loss"), hypoaesthesia ("leg numbness"), dysgeusia ("taste of metal in mouth"), stasis dermatitis ("ochre dermatitis"), aphthous ulcer ("canker sores") and swelling ("swelling") and was found to have blood pressure increased (seriousness criterion hospitalization). The patient was hospitalized on (B)(6) 2019. The patient was treated with diclofenac, metamizole magnesium (nolotil) and surgery (essure removal with total hysterectomy plus double salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, blood pressure increased, abdominal pain, abdominal distension, back pain, pain in extremity, genital haemorrhage, allergy to metals, amenorrhoea, headache, migraine, dizziness, depression, affect lability, impaired driving ability, vision blurred, photopsia, hyperacusis, alopecia, hypoaesthesia, dysgeusia, diarrhoea, nausea, vomiting, stasis dermatitis, aphthous ulcer, swelling and malaise outcome was unknown. The reporter considered abdominal distension, abdominal pain, affect lability, allergy to metals, alopecia, amenorrhoea, aphthous ulcer, back pain, blood pressure increased, depression, diarrhoea, dizziness, dysgeusia, genital haemorrhage, headache, hyperacusis, hypoaesthesia, impaired driving ability, malaise, migraine, nausea, pain in extremity, pelvic pain, photopsia, stasis dermatitis, swelling, vision blurred and vomiting to be related to essure. The reporter commented: the patient reports that during her menstrual cycle she suffers hypertensive crises. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging brain on (B)(6) 2019: two small foci of increased signal intensity in periventricular white matter are visible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.